Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgical procedure on (B)(6) 2018, the protection sleeve and the drill sleeve did not align properly with the nail. As a result, screw holes were drilled free handed. Procedure was successfully completed with no delay. Concomitant device: nail (part unknown, lot unknown, quantity 1). This report is for one (1) 8.0mm/4.2mm drill sleeve. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Part 03.010.065, lot 8888499: manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2014. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: the returned insertion handle is a reusable instrument in the suprapatellar instrumentation for titanium cannulated tibial nails system which is part of the expert nailing system with radiolucent instrumentation. Visual and functional inspection performed at customer quality (cq) identified slight flaring at the slotted proximal shaft features which could be the result of consistent usage. No further visual defects were identified. No issues with the drill sleeve functionality was noted. Furthermore, no mating issues were noted when the sleeve was used with the protection sleeve when set as a construct with the returned devices (aiming arm, protection sleeve, insertion handle and connecting screw). Also, when assembled as a construct with the returned devices, the given sleeve was observed aligned to the nail positioning axis range. However, as not all components (including nail and drill) that goes with the complete construct were returned, the given complaint condition is not able to be replicated. Furthermore, with no alignment issues noticed on the drill sleeve the complaint condition was not confirmed. However, with the flared features identified on the proximal features, the overall complaint condition was confirmed. The returned device complaint condition does not agree with the complaint condition of misalignment but was found to be flared; therefore, the overall complaint condition was able to be confirmed. The relevant drawings were reviewed, and no design issues were noted. Dimensional inspection of the relevant features was performed and measured within the specification except for the slotted gap feature. The out of specification dimension on the slotted gap feature is due to post manufacture damage. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to complaint condition. A definitive root cause could not be determined based on the provided information. The complaint condition was confirmed. However, during the investigation, no product design issues or manufacturing discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.